Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Procedure date? Patient condition? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an eye lid procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in double eyelid surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.